Event description:
This lead was explanted due to an insulation failure on (B)(6) 2012.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis revealed a damaged insulation and a fractured outer coil at 23 cm and 21 cm distal to the is-1 connector pin. These findings confirm the clinical observation as mentioned in the complaints description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.